Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium closed male luer was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that patient arrived at infusion for a pump disconnect at the allotted time following a 46 hour home infusion with a pump. On arrival, the connector between the mediport and the pump had snapped off. The patient had a small amount of blood on her shit from the mediport. The line was open to air.